Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the battery site with a symptom of pus at the site. The physician believed that the infection was related to the procedure and not to the device. The patient was prescribed antibiotics and underwent an explant procedure.